Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: "[surgeon] requested stryker for a revision of a mdm construct due to a disassociation of the inner 28mm head from the adm/mdm poly. The patient the presented to surgeon and was scheduled for surgery due to suspected inner head disassociating on (B)(6) 2019. When the surgeon got into the capsule, he called me over to confirm the inner head had disassociated from the adm/mdm liner. He removed the universal 28mm head and sleeve. He kept the original cementless mdm liner intact and trialed c-taper +5,+7.5, and +10 c-taper trial heads- he felt the 28mm +7.5 head would be most appropriate. There was back table assembly of a new adm/mdm poly with a new c-taper +7.5 lfit head. Implants were trialed and felt to be stable.